Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 1988, to place the magnetic option for the cs22 device. In (B)(6) of 2012, (specific date not reported), the patient was seen in the or to explore skin breakdown at the implant site and reposition the receiver/ stimulator. However, both a scab covering the magnetic option, and the magnetic option itself fell out during preoperative cleaning. It was discovered that the skin flap still covered the receiver/ stimulator, and further surgical intervention was unnecessary. The implanted device remains, and the patient continues to receive benefit, using retainer disks to attach the external coil.

Manufacturer narrative:
(B)(4): implanted device remains.